Event description:
The pump was returned for investigation. Investigation revealed that the keypad button contacts were damaged or missing, the display screen was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover had been peeled off from the pump. The contrast and up button contacts were missing. The down button contact was damaged and bent. The display screen was found to be dim and discolored. The battery compartment was also cracked below the bumper pad. (B)(6).